Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced persistent low glucose readings on her dexcom cgm device, with values around 70 mg/dl. After consuming carbohydrates, the cgm readings continued to decline, eventually reaching 60 mg/dl. In response, the patient drank juice and waited 15 minutes; however, the cgm still displayed a reading of 60 mg/dl. No manual blood glucose comparison was performed at the time, as the patient did not have access to test strips. During this period, the patient began experiencing symptoms including thirst, frequent urination, and fatigue. On 07/12/2025, at approximately 01:00 a.m., the patient went to the hospital. At that time, the cgm reading was 60 mg/dl, while a fingerstick test performed by hospital staff showed a blood glucose level of 975 mg/dl. The patient was treated with two bags of intravenous fluids and discharged later that day at approximately 06:00 p.m. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable and feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.